Event description:
During in-house testing, a bug in the capture code which incorrectly computes the length of systole was found. This results in systole-only captures being shorter than they should be. Systole duration computed by capture sw is too short, resulting in captured clips not long enough. Also causes system to prematurely revert to full r-r captures for short systolic captures.

Manufacturer narrative:
The root cause is in code change done in the 3.5 timeframe for "add'l capture frames" feature. There was a change in code which affected systole-only capture. The heart rate is wrongly computed (longer by a constant of 100ms) which causes the systole-only computation to be wrong. When the incorrect systole length falls below 4 frames, then the capture software will switch from systole capture to r-r- capture. This is more likely to occur at high heart rates and low frame rates. At a heart rate of 160 bpm and a frame rate of 50 fps the systole length is expected to be about 8 frames, but with the bug would be shorter by about 5 frames. In that case, the sw would switch to r-r capture. As a result of the coding error, the systole only clips are always shorter and the system may also revert to r-r captures.